Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Investigation summary: samples received from the complaint 1471248: 21 samples were received. They came in a plastic bag. They are in the sealed packaging blister. Visual inspection was performed. They have the plunger rod damaged. It could have happened that the plunger rod was not properly centered when the rubber stopper was to be assembled inducing the damage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: lot# is unknown. A device history review could not be completed as no batch number was provided. Root cause description: syringe assembly process. I could have happened that the plunger rod was not properly centered when the rubber stopper was to be assembled inducing the damage. Rationale: CAPA not required at this time.

Event description:
It was reported that an unspecified number of syringes 50ml ll tip 1ml experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: material no.: 309653 batch no.: unknown. There were 18 pieces reference number 1471248 (plunger rod received chipped/damaged). Out of the 18 pieces that were sent there were some that exhibited this defect and the package had not been opened. At this time I don¿t have any new rejects however, I know that production still sees this issue periodically on this part #13315 (your part #309653).